Event description:
Emergency pt arrived to the hospital in an ambulance, very sick. The pt was undergoing a repair of a migrated talent graft. The physician is experienced using the zenith device. There was no trigger wire issue. However, during the procedure, the top cap of the free flow would not come off, resulting in the doctors opening the pt's body to place the device (converted to open repair). No info was provided regarding pt outcome/condition.

Manufacturer narrative:
(B)(4). One partially deployed and cut in half, delivery system was returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the pt." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. All trained physicians have access to a physicians' reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The returned device was examined, and the following was noted: the top stent was very superior to the top cap. The barbed coil stack was at the distal end of the sideport hole. A large amount of force was required to remove the top stent from the top cap. The soldered barbs appeared to be within specification. The exterior sideport of the top cap appeared normal. Grooves were noted on the ID of the dissected top cap, but not deep scratches. The top cap/threaded tip connection area was dissected, the lumen of the threaded cannula contained gray material, assumed to be teflon coating from the wire guide used during the procedure. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.